Event description:
Hw power fail in test pca replaced a trilogy 100 ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at a third party service center, a "hw power failure¿ was found during device testing. The device's main board was replaced to address the issue.